Event description:
A male pt contacted lifecor customer support to report that when he attached the electrode belt to the monitor it was kind of difficult. Support made sure the pt's name and battery were on the screen. Support sent a pt services representative (psr) to the pt to see what was happening. The psr stated that the electrode belt had bent pins. The psr replaced the pt's electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, the electrode belt connector plastic was completely missing, the pins were completely intact and straight. The connector could not be screwed in which allowed for an intermittent connection between the monitor and the electrode belt. The root cause of the missing connector was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the plastic to break. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.